Event description:
The sales rep reported that the tip of marker sheared off in patient's breast post us guided biopsy. Doctor tried to remove marker prior to removing probe. Doctor is going to recommend surgical removal. Device is not available for return.

Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use. Through follow-up with the sales rep, biopsy results were benign.